Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / blood/heart disorder"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), anaemia ("anemia"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), visual impairment ("vision probs") and nausea ("nausea"), was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids") and underwent transfusion ("blood transfusion"). The patient was treated with surgery (abdominal hysterectomy laparoscopic, salpingectomy complete (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, anaemia, cardiac disorder, psychological trauma, vaginal discharge, fatigue, alopecia, migraine, weight increased, visual impairment, nausea, transfusion and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, transfusion, uterine leiomyoma, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for gen. Abnormal. Bleed, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), anemia, blood/heart disorder, vag. Discharge, fatigue, hair loss, migraine, weight gain, vision probs, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test unknown. Concerning the injuries reported in this case, the following ones were reported via medical record: menorrhagia, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / blood/heart disorder"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), anaemia ("anemia"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), visual impairment ("vision probs") and nausea ("nausea"), was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids") and underwent transfusion ("blood transfusion"). The patient was treated with surgery (abdominal hysterectomy laparoscopic, salpingectomy complete (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, anaemia, cardiac disorder, psychological trauma, vaginal discharge, fatigue, alopecia, migraine, weight increased, visual impairment, nausea, transfusion and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, transfusion, uterine leiomyoma, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for gen. Abnormal. Bleed, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), anemia, blood/heart disorder, vag. Discharge, fatigue, hair loss, migraine, weight gain, vision probs, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test unknown. Concerning the injuries reported in this case, the following ones were reported via medical record: menorrhagia, uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Case was upgraded from non-serious incident to serious incident. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.